Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilation. The balloon was noted to have a bend on the shaft. However, the physician decided it was fine to use. As the device was advanced, the balloon stopped, but the shaft and hub was all the way to the hemostasis valve and was broken in two at the point of the transition to the flexible part of the shaft. A guidezilla ii was advanced over the wire and attempted to grab the broken portion that remained in the lad. It then went further down the vessel. A snare was attempted, but did not work either. A trapper balloon was then used to trap the balloon in the guide and everything was removed. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilation. The balloon was noted to have a bend on the shaft. However, the physician decided it was fine to use. As the device was advanced, the balloon stopped, but the shaft and hub was all the way to the hemostasis valve and was broken in two at the point of the transition to the flexible part of the shaft. A guidezilla ii was advanced over the wire and attempted to grab the broken portion that remained in the lad. It then went further down the vessel. A snare was attempted, but did not work either. A trapper balloon was then used to trap the balloon in the guide and everything was removed. The procedure was completed with a different device. No patient complications were reported. Returned product consisted of a nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the inflation and contrast in the balloon. The balloon was loosely folded. There were numerous kinks throughout the device. There was a complete hypotube separation 97cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities.